Event description:
It was reported to ge that during a surgical procedure, the stenoscop c-arc fell to the floor. A set screw, that secures the components, loosened. No injury was reported. The device was repaired and returned to service.